Event description:
It was reported that the 8800 system would crash when it got hot. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated.